Manufacturer narrative:
The insulin pump was cracked end cap. The dive support sisk was inspected and no anomaly was noted. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that customer's insulin pump has physical damage. Customer was changing his reservoir when the short end of the device became undone. This is the side with the drive support cap, or the bottom of the reservoir. The device has not been dropped or bumped. Customer's blood glucose was 10 mmol/l. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.